Event description:
Event 1 [redacted], mfg [manufacturer] code: h74939352050, lot: 35092525: after placement into the patient, the ivus [intravascular ultrasound] catheter stopped working. The catheter was removed and replaced with no harm to the patient. Event 2 [redacted], mfg code: h74939352050, lot: 35092526: after one initial pass with the ivus catheter, there was no image. The catheter was removed, flushed, and tried again with no image. The catheter was removed and replaced with no harm to the patient. Event 3 [redacted], mfg code: h74939352050, lot: 3428062: after placement into the patient there was no image just a black screen. The ivus catheter was removed and replaced with no harm to the patient. Manufacturer response for ivus catheter, ivus catheter (per site reporter), mfg notified by site.